Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred on a bipap a40 device. There was no harm or injury reported. The device was sent to a service center for evaluation. The ventilator inoperative condition was not duplicated. During evaluation and review of the device error logs, it was identified that the event log was not written correctly. The device's software was upgraded to prevent reoccurrence. The unit was confirmed to be working properly after replacement.